Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 04-mar-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for intractable spasticity and spinal pain. Information received reported an occluded catheter. The patient failed a catheter dye study and had some return of painful symptoms. The catheter was replaced on (B)(6) 2019. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Analysis of the catheter identified no significant anomalies. The previously reported evaluation result and method codes no longer apply. If information is provided in the future, a supplemental report will be issued.